Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the successful completion of procedure, the technicians restarted the system and found no such issues. The fse found the error is intermittent from the set up joint (suj) 4 on the extra elbow axis. The suj harness was found to be the problem. The fse replaced the suj 4. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting-post anesthesia (ports were placed) of a da vinci-assisted incisional hernia surgical procedure, the system had a recoverable error 23103. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and noted the error on the arm#4. The tse suggested to hard power cycle the system. The surgeon was not ready to perform the troubleshooting steps and would want to use only three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed with the issue occurred.

Manufacturer narrative:
The set up joint (suj) was returned and evaluated by the failure analysis team. The reported failure was confirmed as error 23103 was noted in the field logs. The fiber optic cable in the proximal harness was observed to have been severely pinched. The error 23072 was also found in the field logs.

Event description:
Refer to h10/h11 for follow-up information.